Event description:
The customer stated that he was hospitalized for low blood glucose levels. The customer stated that he had not eaten all day and passed out while he was at the store. The customer stated that his blood glucose levels were in the 60 mg/dl range when the paramedics arrived. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.